Event description:
...

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to false positive rheumatoid factor (rf) results generated by immage 800 immunochemistry system for several patients' samples. The results were reported out of the laboratory and questioned by physicians. There was no effect to the patient treatments.

Manufacturer narrative:
Calibration and qc are acceptable. No system error was noted. Service was not needed for this event as this issue is reagent related. Investigation into the root cause of this issue is ongoing.

Manufacturer narrative:
(B)(4)